Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation ,there was a faulty front panel assembly. However, a definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this olympus device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited front panel 7 segment displays does not illuminate. There was no patient involvement.